Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crease fold, an opening on the valve, and a broken plug strap. A leak test and microscopic analysis were performed which identified a striated opening and a broken sharp edge. Based on the device analysis the final assessment was a striated opening in shell, and valve, due to surgical damage consistent in the use of some surgical tools, and a sharp broken edge on plug strap due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient¿s concern with the product." Additionally, healthcare professional reported deflation. Device has been explanted.